Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set there was poor sleeve function and blood leakage occurred. This occurred on 2 occasions and has occurred with around 5 devices. The following information was provided by the initial reporter, translated from japanese to english: as of january 2023, 200 push-button rebound blood collection devices with the batch number of 1123214ut have been used in the department of infectious diseases. After nearly a month of use, the operator found that the needle tip of the multi-tube blood sample collection connector pierced through the rubber sleeve, resulting in leakage of blood, blood drips on the hands of the patient, the treatment table and the hands of the operator, which increases the risk of infection. The infection department has used this specification of blood collection devices for two years. This is the second time this happens, and the affected number is about 5.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-02-24 h.6. Investigation summary: bd received 1 video and 20 samples from the customer in support of this complaint. The video was evaluated and shows the device being pulled from the tube after use and, the issue of failed sleeve function (leakage) was observed. Additionally, the 20 customer samples were subjected to sleeve function testing. All samples passed testing exhibiting sleeves that recovered properly with no evidence of leakage during the draw. Bd is able to confirm the reported failure mode of sleeve leakage based on customer video analysis however, the issue was not observed in the customer sample analysis. Furthermore, the 20 customer samples were subjected to retraction lock-out testing to test for proper cannula retraction. All retain samples passed testing exhibiting no evidence of leakage during retraction of the device and retraction failure was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set there was poor sleeve function and blood leakage occurred. This occurred on 2 occasions and has occurred with around 5 devices. The following information was provided by the initial reporter, translated from japanese to english: as of january 2023, 200 push-button rebound blood collection devices with the batch number of 1123214ut have been used in the department of infectious diseases. After nearly a month of use, the operator found that the needle tip of the multi-tube blood sample collection connector pierced through the rubber sleeve, resulting in leakage of blood, blood drips on the hands of the patient, the treatment table and the hands of the operator, which increases the risk of infection. The infection department has used this specification of blood collection devices for two years. This is the second time this happens, and the affected number is about 5.